Manufacturer narrative:
H6: 1858- fever. 1812- purulent discharge. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The source of infection was reported as proteus to at the driveline and bacteremia. Symptoms included copious drainage, fever, respiratory distress, and altered mental status (ams). The patient progressed to acute hypoxemic respiratory failure which required intubation. The infection was initially treated with zosyn, then weaned to ceftriaxone based on sensitivities. The patient was diuresed based on central venous pressure measurements. The anoxic brain injury was due to the septic shock. Computed tomography of the head (cth) showed diffused cerebral edema and loss of gray-white differentiation in keeping with anoxic brain injury. Effacement of the foramen magnum with mild prominence of the lateral and third ventricles as also found. Electroencephalogram (eeg) was taken while the patient was off sedation with generalized voltage suppression indicative of severe diffuse cerebral dysfunction.

Event description:
It was reported that the patient passed away due to septic shock and anoxic brain injury. It was said outcome was not deice or therapy related and that the pump would not be explanted. The device was also said to have been within normal parameter limits at the time of the event.

Manufacturer narrative:
A4 - patient weight was not provided by the customer no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), sepsis, respiratory failure, neurological events (not stroke related), and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurologic dysfunction as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.